Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges adhesive of infusion set does not stick well enough to customer's skin. Caller reported the adhesive comes loose resulting in inaccurate insulin deliver and high blood glucose levels; no blood glucose level was provided. No adverse event reported requested return of the alleged device for evaluation.